Event description:
The pump was replaced due to end of service on (B) (6) 2010. Three centimeters of the existing 8709 catheter were removed. The pump connection was updated using an 8578 connector. Afterward, the patient did not obtain satisfactory therapy results. On (B) (6) 2010, a dye study was performed. The hcp did not detect a leak that would explain the lack of effect. The hcp suspected the patient had developed tolerance to intrathecal baclofen. The medication delivered by the pump was changed from baclofen to morphine. The dosage was changed several times. The patient did not improve after a contrast test and medication change. On (B) (6) 2010, the catheter was replaced with a new 8709sc. The pump was refilled with intrathecal baclofen (2000 mcg/ml). The dosage was set to 300 mcg/day. The catheter was replaced. It is possible that this was a catheter performance-related issue since the new catheter resolved the issue. The patient recovered fully after catheter replacement.

Manufacturer narrative:
(B) (4).